Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert was observed on the competitive device. Lead anomaly was suspected. The lead was capped and replaced. No adverse consequences to the patient.